Event description:
It was reported that a physician in training attempted an arteriotomy closure using a starclose device after an interventional procedure. The vessel locator wings prematurely collapsed before firing the clip, and vessel access was lost. The device was removed and hemostasis was achieved with manual compression. There was no pt injury. No additional info available.

Manufacturer narrative:
The findings of this investigation revealed a device that had been fully clip deployed. Possessed no abnormal observation, and had no detected defects or observed malfunctions. Redeployment testing yielded a device that operated properly. Review of the device history record did not produce any findings relevant to this report.